Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during plastic surgery, the pencil was switching on and off without manual manipulation. A new pencil was used with no issues to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. An electrode (with a lot of eschar) was also received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no damage to the device. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The device was hipot tested with satisfactory results indicating no electrical leakage. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.